Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical united kingdom for evaluation. Testing did not reproduce the customer's report of the device randomly turning off during use. The device underwent full functional testing with a known good battery and ac power and met all performance specifications. Review of the device logs found no evidence of the reported shutdown event. The device was determined to be functioning as intended. Therefore, the customer's report could not be confirmed and no fault was found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.